Event description:
It was reported that the handheld was having communication issues. The manufacturer's representative went to the site to troubleshoot the issue; however, the communication issues could not be replicated unless the serial cable was overmanipulated. A known good serial cable was connected to the handheld and no communication issues were found. The problem was narrowed down to the serial cable. The physician was provided a new serial cable and the nonworking serial cable was received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.